Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that post an indwell procedure, pt complications occurred. In 2005, the pt presented with a history of choledocholithiasis status post cholecystectomy, periampullary diverticulum and a benign stricture due to bile duct injury. A 10 x 60 permalume wallstent was placed in the distal common bile duct for mgmt of the stricture. About 10 weeks later, the pt presented with complaints of continuous discomfort following stent placement, which she attributed to the wallstent. The wallstent was removed with no complications. No further pt complications were reported. The event was resolved with removal of stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, an similar complaint trending review for the product family will be conducted. If there is any further relevant info from the review a supplemental medwatch will be filed.